Event description:
The problem, as reported to olympus. Was identified, during preparation for use. The intended procedure was completed using a different device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where the repair department confirmed the issue. The camera is not recognized due to a faulty scope (rx) detector module. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the rx module failed, it is likely that the scope detection did not work, but the cause of the failure of the rx module could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus, however, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the camera was not recognized when connected. There was no patient injury, associated with the problem, reported to olympus.